Event description:
It was reported a user experienced a hypoglycemic event. The event occurred on (B)(6) 2026 at 11:36 pm pt, when the sensor glucose (sg) reading was 81 mg/dl and a confirmatory fingerstick blood glucose (bg) reading was 59 mg/dl, demonstrating a discrepancy between the sensor and bg values. Dms review confirmed the sg value remained above the low alert threshold and therefore did not trigger a low glucose alert. The user did not seek medical treatment and was able to manage the event independently by consuming juice and administering a glucose injection. The user's healthcare provider was aware of the event. Dms further confirmed that the user is currently receiving up-to-date information from the system.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.